Event description:
It was reported that on (B)(6) 2011, an 8.5fr percutaneous sheath introducer (psi) with a sheath adapter and the bipolar electrode catheter was inserted via the pt's "inner jugular." Almost immediately after the catheter was inserted, bleeding/"serosa" drainage was leaking into the contamination shield. The rn checked and then tightened the touhy-borst adapter on the sheath adapter and a small amount of oozing continued. According to the rn on (B)(6) 2011, a small amount of drainage was noted and there was a foul odor from the previous drainage. There is no reported pt death or injury. Medical/surgical intervention is not required. There is no reported delay or interruption in therapy. There were no reported pt complications. The clinical resource nurse stated that the md used the following products with this psi kit; (B)(4).

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.